Event description:
The customer alleged that there were cidex opa stains on the floor and inside the machine. There were no reports of injuries. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
The actual component was evaluated at the customer's site. The fse replaced the basin because it was cracked and leaking. The fse verified system meets manufacturers specifications. Result: other: basin.